Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') in an adult female patient who had essure (batch no. 619617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included uterine bleeding, uterine fibroids and pelvic pain. Concomitant products included ibuprofen (motrin children) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: general abnormal bleeding") and back pain ("back pain"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced migraine ("migraines / headaches,"), nausea ("nausea,") and fatigue ("fatigue,"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). The patient was treated with surgery (ablation and removal of essure device, tubal ligation on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, bladder disorder, urinary tract disorder, migraine, nausea, uterine leiomyoma, vaginal discharge, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: after insertion of the essure coils, there was a total of five coils noted to be coming out of the proximal end of the right fallopian tube and a total of three coils noted to be coming out of the proximal end of the left fallopian tube. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs and mr received : events added-abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines / headaches, nausea, tumor / teratoma / cancer type: fibroid, pain, vaginal discharge, fatigue, back pain. Aka name added, reporter added, lot number added, patient demographic added, events onset date, events severity, concomitant drug, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') in an adult female patient who had essure (batch no. 619617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included uterine bleeding, uterine fibroids and pelvic pain. Concomitant products included ibuprofen (motrin children) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: general abnormal bleeding") and back pain ("back pain"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced migraine ("migraines / headaches,"), nausea ("nausea,") and fatigue ("fatigue,"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"), dysmenorrhoea ("pain: dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems orchanges,"), urinary tract disorder ("bladder or urinary problems orchanges,"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroid"). The patient was treated with surgery (ablation and removal of essure device, tubal ligation on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, bladder disorder, urinary tract disorder, migraine, nausea, uterine leiomyoma, vaginal discharge, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: after insertion of the essure coils, there was a total of five coils noted to be coming out of the proximal end of the right fallopian tube and a total of three coils noted to be coming out of the proximal end of the left fallopian tube. Lot number: 619617, manufacturing date: 2009-02, expiration date: 2012-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic, pelvic') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal") and dysmenorrhoea ("pain: dysmenorrhea (cramping)"). The patient was treated with surgery (removal of essure device, tubal ligation on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- case becomes incident. Event injury was removed. New events pain: pelvic/abdominal, dysmenorrhea (cramping) and bleeding: general abnormal bleeding were added. Implant date and explant date were added. Product indication was updated. Patient demographics were added. Plaintiffs address details updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.